Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is not switching on. There was no harm onsite reported.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: d4. Updated fields: b4, d9, g3, g6, h2, h3, h4,h6(type of investigation, investigation findings, component, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit and replaced 30 amp fuse and performed all functional tests successfully. Observed the machine for more than 2 hours. Machine handed to the customer in working condition.

Manufacturer narrative:
Corrected fields: b5, b6, b7, d10, e1, e2, e3, h6(health effect - impact). Updated fields: b4, g3, g6, h2, h3, h11.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is not switching on. There was no harm onsite reported. There was no patient involvement.